Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. Device was programmed with a test guardian 3 link and a glucose sensor simulator. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for two days while connected to the test sensor and glucose sensor simulator. No unexpected low blood glucose suspend or low sensor glucose suspend alarms noted. Device was received with the serial number label stained and fading. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 465 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode was working correctly. Customer stated that they did not allege pump was under delivering. Customer stated that auto mode was conservative and deliberate in how it brings glucose back toward the target of 120 mg/dl. Customer reports they shorter active insulin times causes the algorithm to dose more aggressively, while longer times lead to less aggressive dosing. Customer stated that insulin pump was damage. The insulin pump will be returned for analysis.